Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and okay buttons were both under and over responsive at times. Additionally it was said that the keypad cover was damaged (torn / punctured). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the keypad was found to be cut and torn on the up arrow button. No peeling of the keypad was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all of the keypad button contacts. Evaluation revealed that the down and ok button contacts were inverted. Unrelated to the complaint, the pump was powered on and the display was found to be dim and discolored and the battery compartment was cracked. The returned battery cap was able to tighten fully to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.